Manufacturer narrative:
Batch review performed on 23 september 2021: lot 1910312: (B)(4) items manufactured and released on 18-feb-2020. Expiration date: 2025-02-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 23 september 2021 . Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 1908980. Lot 1908980: (B)(4) items manufactured and released on 10-feb-2020. Expiration date: 2025-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 1 year and 1 month after the primary, the patient came in reporting pain due to soft tissue damage and the cause of the soft tissue damage is unknown. The surgeon revised the head and liner and the surgery was completed successfully.